Event description:
During arthroscopic surgery the surgeon inserted a gemini srb self-retaining cannula system with disposable cannulated obturator and no-squirt cap. During insertion, the gemini cannula broke with a piece of the cannula remaining in the patient. Surgeon successfully located the broken piece and removed it from the patient. Manufacturer response for srb self-retaining cannula system with disposable cannulated obturator, gemini srb self-retaining cannula system (per site reporter). Rep was going to report the issue to the manufacturer.